Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high and fluctuating impedance. It was suspected that the lead was broken. The lead will be replaced. No patient complications have been reported as a result of this event.